Event description:
It was reported that this left ventricular (lv) lead potentially exhibited loss of capture (loc). Technical services (ts) reviewed the reports and noted that the output does not meet the recommended safety margin for the thresholds. The health care professional (hcp) is planning to bring in the patient in to evaluate the issue. The lead remains in use. No adverse patient effects were reported.